Manufacturer narrative:
The insulin pump had no button error alarm noted during testing. The device had an unresponsive act button due to corroded keypad traces. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address label, stained serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was unknown at the time of the incident. It was also reported that a battery change did not resolve the problem. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.